Event description:
It was reported that during a routine check , the cardiosave intra-aortic balloon pump (iabp) unit is not holding helium or pumping. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not holding helium or pumping. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit, and found that the quick disconnect o-ring was defective causing a helium leak. The fse found no issue with the device not pumping. The fse replaced the defective o-ring. The fse performed calibration, safety, and functionality checks and completed them per the service manual. The unit passed per factory specifications. The unit was returned for clinical service upon completion.

Event description:
N/a